Manufacturer narrative:
The delivery device was not returned to b+l; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the info available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the surgeon noted a flaw (unspecified defect) in the lens upon insertion into the patient's eye. The lens was cut and removed intraoperatively and a posterior capsule tear and dehiscence were noted upon lens removal. Another lens of same model was implanted successfully. This report pertains to the patient's left eye. Reference MDR#: 1119279-2014-00273 for the intraocular lens.